Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00829. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter (px slim). During the procedure, the physician met resistance while advancing a px slim into another manufacturer's device and it was removed. Upon removal from the packaging, the pusherwire of a pc400 coil was found kinked and was not use. The procedure successfully continued using a new pc400 coil and px slim. There was no report of an adverse effect on the patient.